Event description:
It was reported the patient had underdosing symptoms following implantation of the pump. A displacement of the pump and a large hematoma was also noted. Pain was also reported. No patient outcome, medication or product information was reported. Follow up has been performed and the information was unobtainable.

Manufacturer narrative:
(B)(4).